Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced a white screen, followed by freezing and an automatic reboot to the sign-on screen. The customer reported that the issue may have been triggered by drawer 5. The field service engineer inspected and removed all the cubies from drawer 4.2. The fse reseated the row board cable and row board-e was swapped with row board-d. The fse finally rebooted the device which resolved the issue and reinserted the cubies to the drawer. The fse tested the drawers in the hardware test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device experienced a white screen, followed by freezing and an automatic reboot to the sign-on screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.